Event description:
An attempt was made to use the device to administer external pacing to a post ptca pt diagnosed as asystolic. The device allegedly displayed a "pacing leads off" alarm and use of the device was inhibited. A backup device was made available and used to administer external pacing. The pt was not resuscitated. The hosp risk mgr indicated that the device did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.